Event description:
I purchased a new batch of 30 day wear contact lenses starting around the summer or fall of 2016. I started to notice a foreign body feeling in my left and right eye after taking the lenses out each evening after work. Since the fall of 2016, I have seen the eye doctor several times. The last time it was recommended that I stop wearing my contacts for one week and take a steroid drop over that duration. Recently, I decided to do some online research and happened upon a forum online of several dozen people reporting, over the same time frame. Regarding the foreign body feeling, like there was sand or grit in your eye. All of these people said that they had been wearing this particular brand and all of a sudden they started to have eye discomfort/irritation. I recently came out of these contacts for one week, eye completely felt better and within an hour my right eye was inflamed and I had the foreign body feeling in my eye.